Event description:
It was reported that during pre-testing and repair it was observed that the motor device had "high temperature, loose set screws, missing connector cap and cable and failed heat testing". The device was not used in surgery as the alleged defects were observed during pre-testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint that the unit is heating up, missing the connector cap and has loose set screws was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.